Event description:
During a surgical procedure to remove a ureteral stone, the device (a stone retrieval basket) did not operate correctly. The physician was able to use user to fragment the stone and use another basket device to remove the stone fragments. No adverse impact on the pt or the hospitalization stay. The device would not close around the stone nor open when they attempted to use the device.